Manufacturer narrative:
Other relevant device(s) are: unknown valiant device.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter thoracic aortic aneurysm. It was reported that, approximately one year and two months post index procedure, the valiant stent graft had a type iii separation endoleak. The physician elected to implant another manufacture¿s stent graft and the event was resolved. Per the physician, the cause of the event was due to vessel morphology. Blood vessel prostheses were implanted in many arteries and made blood pressure difficult to control. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.